Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that when tunneling the catheter, the white tip of the tunneler allegedly broke. Reportedly, a new kit was opened to complete the procedure. There was no reported patient injury.

Event description:
It was reported that when tunneling the catheter, the white tip of the tunneler allegedly broke. Reportedly, a new kit was opened to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: the device returned for evaluation was one 14.5 fr d/l equistream str vas-cath 23cm catheter with surecuff. Visual, microscopic, tactual, and functional evaluations were performed. Examination showed an obstruction in the distal, tunneler attachment segment of the blue lumen distal catheter tip, 0.35¿ in length. This fragment appeared to be a fragment of a tunneler tip. The root cause of the event has been determined to be supplier-related and investigation/corrective action has been initiated. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.